Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 71yo patient with a 26mm edwards perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approx. 15 years for unknown reason. A 29mm sapien 3 valve was implanted within the surgical edwards valve with no problem. The patient was noted as to be discharged after the procedure. No other information was provided.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that this 71-y-o patient with a 26mm edwards perimount valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approx. 15 years due to bioprothesis calcification leading to stenosis. The patient was admitted to hospital with syncope. A 29mm sapien 3 valve was implanted within the surgical edwards valve with no problem. Per medical opinion, this valve did not fail prematurely. The patient was noted as to be discharged after the procedure.